Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® edge¿ safety device was in use with a patient when the user attempted to activate the safety lock on the needle, which caused the needle to pop off and caused a needlestick to the user. It was noted that as the device was pressed against a hard surface, the needle bent. Due to the needlestick, the user followed a bloodborne pathogen protocol. No patient injury was reported. No medical treatment was conducted.

Event description:
It was further reported that the user continued with post exposure testing.